Event description:
Notification received in 2004 of an explorer tip breaking off and being swallowed by a pt in 2004. Subsequent x-rays showed the tip to be located in the duodenum. Pt underwent surgery wherein the tip was removed via scope. Incident occurred at 8 am. Pt was sent home from hospital at 4:30pm. Pt is now fine.